Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that piston displacement and pieces of bellows in circuit occurred on the 3100 a device. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical field service technician went onsite to evaluate the device. Patient removed circuit from unit before giving to biomed. Placed known good circuit on. Bypassed humidifier & blender. Ran patient circuit check. Ran performance check. Both passed. Dynamic displacement indicator positioning in specification with rubber stopper in & removed. Re-ran performance check and allowed vent to run on driver. No alarms present. Mean airway pressure & amplitude stable. All tests passed required criteria. Unit meets factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.